Event description:
It was reported that the patient's vns was explanted. Upon follow-up, it was indicated that the patient's vns was "no longer functioning and needed to be removed." No further relevant information has been received to date. The suspect product has not been received to date.